Manufacturer narrative:
Other applicable components are: product ID: 3389-40, lot# 0210523524, product type: lead.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that the device was interrogated on (B)(6) 2017 and high impedances on slots 0-1-3 were discovered. It was confirmed that the patient was programmed on slot 2 and it did not contain high impedances. The etiology was related to the device/therapy, but not related to the implant procedure; the left lead, which was implanted in the left stn, was noted. It was also noted that no actions/interventions were performed and there were no further actions planned; the event is ongoing. No symptoms were reported.